Event description:
Pseudomonas aeruginosa corneal ulcer left eye with culture-positive contact lens solution ulcer, contact lens case and bottle of solution all cultured positive for the infectious agent. Either infection originated from the solution, in which case there may be a manufacturing issue, or patient perhaps contaminated the solution bottle with aspiration of contact lens case residue when refilling lens well. Solution was complete multi-purpose solution, easy rub formula, lot/exp aj02470 (B)(6); abbott 502500. Another number at bottom of bottle was (B)(4), 9424x ulcer responded to intensive topical antibiotic treatment without loss of eye, but vision is reduced due to scar tissue to <20/40. Dates of use: (B)(6) 2012. Reason for use: contact lens storage.